Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) remotely accessed the system and confirmed that no errors were present; however, the cr login was unresponsive. The medbank application was closed, the network and firewall were checked, and the system was restarted. The customer was then instructed to verify the login. The customer confirmed that they were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cr station error occurred and the login was frozen. However, there were no delays, adverse events or injuries reported based on this event.